Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_985 - arb pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 28mm rigid saddle ring was chosen for implant for mitral valve annuloplasty. It was also reported the patient received concomitant unknown trifecta gt valve for aortic valve replacement. It was reported on 16 may 2024, echocardiography reported severe mitral valve insufficiency and moderate tricuspid valve insufficiency. It was then reported on (B)(6) 2024, the patient was hospitalized due to worsening heart failure. During echocardiography, it was reported the trifecta gt valve was severely insufficient likely attributed to leaflet rupture and valve deterioration. The patient presented with lung edema. The patient was stabilized and a decision was made to perform surgical intervention on (B)(6) 2024 for concomitant mitral and aortic valve replacement with tricuspid valve repair. The 28mm rigid saddle ring was explanted and replaced with a non-abbott pericardial valve for mitral regurgitation and anterior leaflet calcification. The trifecta gt valve was replaced with a new unknown aortic bioprosthetic valve. The patient's tricuspid valve was repaired with an unknown device. During the intervention procedure, it was reported the patient suffered myocardial infarction likely attributed to issues with myocardial protection during prolonged operation. As a precautionary measure, a decision was made to perform two coronary artery bypasses before weaning from cardiopulmonary bypass (cpb). However, there was no positive effect on patient status and the patient could not be weaned off of cpb. A decision was made to place the patient on extracorporeal membrane oxygenation (ECMO) and intra-aortic balloon pump (iabp) therapy before taken to the intensive care unit (ICU). It was reported the patient suffered double ventricle damage with left ventricle ejection fraction of 14%. The patient was reported to have passed away on (B)(6) 2024.

Event description:
Crd_985 - arb pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 28mm rigid saddle ring was chosen for implant for mitral valve annuloplasty. It was also reported the patient received concomitant 19mmtrifecta gt valve for aortic valve replacement. It was reported on 16 may 2024, echocardiography reported severe mitral valve insufficiency and moderate tricuspid valve insufficiency. It was then reported on (B)(6) 2024, the patient was hospitalized due to worsening heart failure. During echocardiography, it was reported the trifecta gt valve was severely insufficient likely attributed to leaflet rupture and valve deterioration. The patient presented with lung edema. The patient was stabilized and a decision was made to perform surgical intervention on (B)(6) 2024 for concomitant mitral and aortic valve replacement with tricuspid valve repair. The 28mm rigid saddle ring was explanted and replaced with a non-abbott pericardial valve for mitral regurgitation and anterior leaflet calcification. The trifecta gt valve was replaced with a 21mm non-abbott valve. The patient's tricuspid valve was repaired with an unknown device. During the intervention procedure, it was reported the patient suffered myocardial infarction likely attributed to issues with myocardial protection during prolonged operation. As a precautionary measure, a decision was made to perform two coronary artery bypasses before weaning from cardiopulmonary bypass (cpb). However, there was no positive effect on patient status and the patient could not be weaned off of cpb. A decision was made to place the patient on extracorporeal membrane oxygenation (ECMO) and intra-aortic balloon pump (iabp) therapy before taken to the intensive care unit (ICU). It was reported the patient suffered double ventricle damage with left ventricle ejection fraction of 14%. The patient was reported to have passed away on 01 july 2024 due to multi-organ failure including critical cardiogenic shock on extracorporeal membrane oxygenation (ECMO) support, worsening liver failure and renal failure on dialysis, peripheral limb ischemias (hand, leg) due to really tiny arteries, most of them cannulated, and high doses of vasopressors.

Manufacturer narrative:
An explant due to mitral valve insufficiency was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported hospitalization and surgical intervention were a result of case-specific circumstance as the device was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.